Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions, as it was able to prime, fire and obtain samples without issue. An x-ray showed that one of the cannula tangs was fully engaged with the device housing and one of the cannula tangs was partially engaged with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the findings, the investigation is unconfirmed for the reported self-activation. Although the reported issue could not be reproduced, it is possible that the identified bent bumpers contributed to the observed partial cannula tang engagement, which could have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure into normal density tissue, the device allegedly self activated. A coaxial was not used and the procedure was completed with another device. There was no reported patient injury.